Event description:
It was reported to boston scientific corp that a polyflex esophageal stent was used during a procedure to treat an esophagus fistula on a (B)(6) female pt. According to the complainant, during preparation when the stent was being placed in the delivery system, it did not adhere well to the sheath wall. The procedure was completed with another polyflex esophageal stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).